Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead exhibited high impedance. The patient experienced ill-defined symptoms. The physician decided to reposition the lead due to suboptimal placement. Lead repositioning was unsuccessful. The lead explanted and replaced. The patient was stable after the procedure.